Event description:
Customer reports that an arthroscopic procedure was performed to retrieve a foreign material. During the procedure it is reported that about 1/4" of a disposable cannula broke off in the knee joint. The broken piece was retrieved but resulted in a one hr delay in procedure. No pt injury.